Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to incorrect electrode placement along with performance issues and no benefit from the device. The patient was re-implanted with another cochlear device during the same surgery.